Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited the probe was scratched, the plastic had ripped off, and the oil leak did not reach end of the probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and confirmed to olympus for inspection. Based on the results of the investigation. Probe scratched and plastic ripped off. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Due to c0706: stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.